Event description:
The manufacturer received information alleging a ventilator failed a pneumatic test step during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a pneumatic test step during testing. There was no harm or injury reported. Additional information was received stating the reported malfunction did not occur. No malfunction was noted. Review of the complaint information found that no death or serious adverse event occurred. The was no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. A follow up report is being sent to document the issue was not reproduced.